Event description:
Boston scientific received information that the right ventricular (rv) lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance measurement of 118 ohms and has been gradually increasing over time. Currently, the boston scientific field representative reported that shock lead impedance daily (slid) measurement was at 150 ohms and threshold value also increased to 1.6 volts (v) at 0.9 milliseconds (ms) from 0.3 v at 0.5 ms at implant. Additional information was received indicating that the cause was not determined. A surgical intervention was performed and the rv lead was surgically abandoned and replaced with a competitor¿s lead while the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.